Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that that two broach handle were rusting. Since it was noticed during a field inspection, no patient was involved. However after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable.

Event description:
It was reported that two broach handle were rusting. Since it was noticed during a field inspection, no patient was involved.